Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. The event can be detected/prevented by following the instructions for use which state: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Upon firing the laser during a therapeutic lithotripsy, the customer noticed a fire at the connection of the laser and the 200 micron tfl ball tip single use fiber. The fire was put out right away, the laser fiber was replaced, and the procedure was completed without any patient harm or injury. There is no specific report of any significant delay brought about by putting the fire out and replacing the fiber. There is also no report of any patient or user injury or harm. There is no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment in the patient, or that additional medical or surgical intervention was required to preclude permanent impairment.